Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A field service representative confirmed that the issue was resolved by the it department. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis medstation es system was offline in rss for 7 hours. The issue persisted even after rebooting the station twice. The customer reported that the user was able to remove the medication from the pharmacy and there was a 10-minute delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.